Event description:
It was reported that during a da vinci procedure, the surgical staff noticed that the cable on the prograsp forceps instrument was broken and the site had to use another instrument to complete the surgery. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during the da vinci procedure the cable on the prograsp forceps instrument broke. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.